Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that they will send the pump did alarm with occlusion message displayed on screen. They will send the pump for inspection due to an occlusion error detected when connecting the tubing set and attempting to start the pump. There was no visible occlusion noted. The pump was being connected to the patient to start treatment, and the alarm was noted as soon as the pump was started. A different pump was used to initiate treatment, and no issues were reported. The event occurred while in use with patient at patient's home. There was no patient harm/adverse event.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.